Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during set up. The system was rebooted and the surgery proceeded. The surgery was completed as planned. The following surgery was set up and the system message did not display. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the system message reported. The system was then tested and met all product specifications. (B)(4).